Event description:
Boston scientific received information that during threshold testing with this cardiac resynchronization therapy defibrillator (crt-d), rf telemetry interference occurred and the threshold test continued, resulting in loss of capture (loc). The patient experienced approximately 7 seconds of asystole as a result of this observation. The patient did not pass out, but reportedly became very dizzy during the test.

Manufacturer narrative:
The boston scientific field representative pressed the divert and stat pace buttons on the programmer recorder monitor (prm), but this was not until the threshold test had already decremented pacing output down to 0.2 v. Current records suggest that this device remains in service at this time. This event will be updated if any additional information becomes available.